Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue interrupting insulin delivery. Multiple attempts were made by tandem technical support to address the issue, however, no response was received. The customer's blood glucose level was 150 mg/dl,